Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 3 cm depth marker in the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC placed on (B)(6) for antibiotics at discharge, patient came back to ER on (B)(6) stating his PICC has been leaking since he went home. Upon further inspection the PICC line had a small hole in it at the 3cm mark which was just inside of the skin. We questioned patient as it looked like it had possibly been nicked with scissors or something sharp but patient stated no one had used anything sharp around the line during dressing changes. Required PICC replacement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, PICC placed on 6/7 for abx at discharge, patient came back to ER on 6/17 stating his PICC has been leaking since he went home. Upon further inspection the PICC line had a small hole in it at the 3cm mark which was just inside of the skin. We questioned patient as it looked like it had possibly been nicked with scissors or something sharp but patient stated no one had used anything sharp around the line during dressing changes. Required PICC replacement. No other information was provided.